Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. [See general text for omitted information] the patient reported they had a uti and then stated they thought it may be related to the ins. The patient inquired if the ins could indirectly cause a uti. Information was reviewed with the patient. They stated they hadn't had a uti in about 30 or 40 years and then stated that they thought the uti they had at the time of the report may be related to the ins because they were in the beginning stages of the device and trying to adjust it. The stated the uti started probably last week and they were on an antibiotic at the time of the report. They stated they didn't know if the feeling of the stimulation was a uti or not. They also stated they were not voiding completely and they wondered if that may be causing the uti, since they were still having retention/not voiding completely. The patient noted they had the device implanted because they were not able to eliminate completely prior to implant. It was mentioned the patient spoke with the manufacturer representative who told them the device would not cause a uti. No further complications were reported or anticipated.